Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. The patient experienced inaccurate cgm values that occurred five days after the sensor was inserted. The patient felt dehydrated. The patients cgm was reading 270 mg/dl and the bg meter was reading 350 mg/dl. Due to the patient being pregnant, her doctor advised she go to the emergency room (ER) due to the high bg reading. She went to the ER and was treated with intravenous (IV) fluids for dehydration. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.